Event description:
The patient reported with hyperglycemia and was being treated by the corrections via pump on (b)(6) 2026.

Manufacturer narrative:
E1: Patient Country: Bahrain.Name: Medtronic MinimedStreet-18000 Devonshire StreetCity- NorthridgeState- CA Zip Code- 91325-1219. Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.